Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. While on support the patient experienced bleeding of the access site. The amount of bleeding and actions to take to resolve the bleeding are unknown as the complainant did not provide any further information. Additional information was provided that care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined g1 reporting contact email revised on manufacturer device report 1220648-2024-23774 in accordance with updated procedures.